Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received an "off no power" alert and did not receive a low battery alert prior. Customer changed battery and received a motor error alarm. Customer's blood glucose was 100 mg/dl. During troubleshooting, customer reported that battery was not previously used and insulin pump was not dropped or bumped. Insulin pump passed displacement test and was able to manually prime.